Event description:
It was reported that the customer hospitalized twice due to hypoglycemia. The reported blood glucose reading was 26 mg/dl at the time of the one of the events. Troubleshooting was performed. The insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.